Event description:
Customer reported that the insulin pump was cracked where the reservoir goes at the top of the casing. The blood glucose reading was 79 mg/dl. Customer treated with fruit. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a scratched display window, cracked case at display window corners and broken reservoir tube lip.